Event description:
It was reported that during use, the tubing adhesive on the arterial side unglued causing some patient blood loss. The clinician was able to intervene to prevent further blood loss. No further patient injury or complication reported. Followed up with customer, indicated that the tubing was disconnected between the vamp, and the flotrac sensor where the tubing exist.

Manufacturer narrative:
Device not returned.